Event description:
It was reported, a pt with a history of parkinson's disease, found no stimulation coming from the ipg. The pt went to see the hcp in 2008, and the left ipg was found to be off. The ipg was also found to be off in 2009. The pt was able to turn the device on and off by himself using the pt programmer. It was not felt that any household items might be interferring with the device. At about one month later, the pt underwent surgical replacement of the ipg. The pt recovered after the operation.

Manufacturer narrative:
The device was returned to the manufacturer for analysis, which was not complete as of the date of this report. A follow up report will be submitted, when device analysis is complete.